Manufacturer narrative:
Pump error 4 alarm followed by pump error 63 confirm in the history due to broken trace.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had multiple error alarm. Customer's blood glucose level was 130 mg/dl at the time of incident. Customer was able to clear the alarm. Customer did not receive request to rewind insulin pump. Customer was able to complete insulin pump rewind. Customer stated that the insulin pump did not pass the self test and received hardware low level failure alarm. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.